Manufacturer narrative:
Tracking #.19564. D5,6; h: info not available, device not returned for analysis.

Event description:
During a varix procedure, it was reported by the affiliate that the clips were malformed (scissored). There was no pt consequence.